Event description:
It was reported during surgery that while inserting the screw into the scaphoid, the screw was not fully seated and the non-stick fit driver tip broke. It was also reported the k-wire was pulled out and the broken pieces were retrieved. The surgery was completed after a 15-minute delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00674 for the screw involved in this event.

Manufacturer narrative:
The reported devices were not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the t8 cannulated hexalobe driver and the 18mm, 3.5 mini acutrak 3® bone screw batch/lot numbers are unknown. Based on the information received, the root cause could not be determined.